Event description:
Pt reported receiving an error message that woke him up in the night; thinks it was a battery error. Pt stated he didn't have the infusion device handset with him to check what the error was. Pt reported he cannot read the screen on the infusion device because it looks like a burn mark is on the screen. Pt stated the casing to the infusion device has also cracked. Pt reported the infusion device hasn't been dropped. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.